Manufacturer narrative:
Concomitant medical products: product ID: 37651, serial/lot #: unknown, UDI#: asku ; product ID: 37642, serial/lot #: unknown, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an error was displayed when synchronizing with the programmer. An "ins in the box" icon was seen. Additional information confirmed that the error was resolved after interrogation with clinician programmer. The cause of the error was thought to be related to pushing the recharger button too often. No symptoms were reported as a result of the event.